Event description:
The customer initially called stating the insulin pump was not recording the boluses in the bolus history. Troubleshooting was performed and it was discovered that the customer was not bolusing correctly. The correct technique was explained to the customer. The customer also stated she is pregnant and has been hospitalized several times for high blood glucose. The customer reported a blood glucose reading of 238 mg/dl. Because the customer was not bolusing correctly, the insulin pump had no history of any boluses since august. The alarm history revealed several alarms prior to the hospitalizations. Reviewed the programming and the customer stated it was correct. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.